Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed.

Event description:
The customer reported that the units of measurement of their freestyle flash blood glucose monitor changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.